Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was unknown. The customer reported that they did not hear the beeps on this insulin pump. Customer also reported that customer had some issues with insulin pump in the past. Customer stated that they did not received any alarm that know their insulin pump was still suspend. Customer reported they did hear beeps when audio volume settings were saved. Customer declined the troubleshooting for high blood glucose. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin on keypad assembly.